Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 60mg/dl. Reportedly, the customer's basal rate settings needed to be adjusted. The customer required assistance from to treat bg level via consumption of carbohydrates. No additional information was available.